Event description:
A customer contacted baxter's technical service center to report a reload set 161 alarm on the homechoice (hc) machine during priming. Per the initial report, the home patient (hp) was unable to resume priming. The alarm returned. The technical service representative (tsr) had the hp reset the hc back to 'load the cassette' the hp was to start over with a new cassette and bags due to the possibility of a fluid leak or crack in the cassette. The solution to this incident was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Should additional information become available, a follow-up report will be submitted.